Event description:
It was reported that bd as lvp 20d 2ss cv tubing separation with leak. The following information was provided by the initial reporter: during priming alaris pump infusion set attached to ivig, it was discovered defected line - the line detached from the middle section (safety clamp) of the tubing. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm at what point did this failure occur? Before use what was the medication type and duration of the infusion? N/a. Did the patient receive a combination of any medications? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The customer reported defective tubing, and returned 4 samples, all of material 2420-0007, 3 of lot 25035012, 1 of lot 25035411. Upon initial visual examination, the sets verified the complaint as a separation in the lower fitment. The sets were examined under a microscope and insufficient solvent was found. The manufacturing plant found the root cause for the lower fitment separation to be related to incorrect solvent assembly. The reported lot was manufactured in march 2025. The solvent dispenser was cleaned, and re-training for production personnel were both approved on may 22nd. Another action to help lower the risk of this issue was testing an additional 5 samples per hour at the engagement, implemented june 5th. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.